Event description:
I had back surgery in 2006 for scoliosis. The screw broke. Preventing the back from healing. I'm now in so much pain all over my body. I can hardly function. Every part of my body aches at all times. I now have to have another surgery to remove the screws. Dates of use: 2006 to 2009. Diagnosis or reason for use: spinal fusion.